Manufacturer narrative:
Initial reporter address: (B)(6). No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that during investigation of the power module at the edc the monitor connector had a bended earth pin. The battery was short dated and will be replaced. Four rubber vent bands were weathered. The device was showing a yellow wrench and giving an alarm when connected to a load box. The main printed circuit board assembly was replaced.

Manufacturer narrative:
There was no patient involved in this event. The PMA# provided is associated with most recent approval. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported events of the power module alarming with a yellow wrench, damage to the housing, and a bent pin in the monitor connector were confirmed. The power module (serial number: (B)(6) was returned for analysis to the european distribution center (edc) and was evaluated and tested on (B)(6) 2022. Upon initial observation, a bent ground pin within the monitor connector and damage to four of the rubber vent bands was observed. The power module booted up as expected; however, during functional testing a yellow wrench alarm became active when connected to a load box. The main printed circuit board (pcb) was replaced, and the power module functioned as intended without any alarms. The main pcb was forwarded to the product performance engineering (ppe) lab for further analysis. The returned pcb was inserted into a functioning power module. The unit was connected to a test system monitor, heartmate 2 system controller, and mock loop and allowed to run for an extended duration. During this time no alarms became active. The reported event of a yellow wrench alarm on the power module was unable to be reproduced in the ppe lab. No further testing was conducted. A root cause for the reported events was unable to be conclusively determined through this investigation. The device history records were reviewed and the records revealed the heartmate power module (serial number:(B)(6) was manufactured in accordance with manufacturing and quality assurance specifications. Heartmate 3 instructions for use (IFU) section 7, entitled ¿alarms and troubleshooting¿, and hm power module instructions for use (IFU) section 5.0, entitled ¿power module (pm) alarm conditions¿, cover all power module alarms, including the yellow wrench alarm and the hazard low battery red alarm, and the actions to take when an alarm occurs. Power module precautions are documented in the heartmate power module instructions for use (IFU) under section ¿precautions¿. Section 4.0, entitled ¿power module (pm) backup power¿, describes the usage of the backup battery and the power module visual indicators used to determine the status of the backup battery. Section 2.0, entitled "setting up the power module (pm) prior to use", explains how to set up the power module, including how to connect the backup battery. "Inspection, cleaning, and maintenance" explains the steps to properly maintain the power module and power module backup battery. Heartmate 3 instructions for use section 8-¿equipment storage and care¿ and heartmate 3 patient handbook section 6-¿caring for the equipment¿ explain how to properly care for all the equipment to prevent damage. Heartmate 3 instructions for use (IFU) section 3, entitled "powering the system" explains that the power module must be plugged into electrical power at all time. If the power module is without electrical power for approximately 18 hours or more, the power module backup battery may be damaged. If the power module will be unplugged from electrical power for an extended time, such as for transport for service or maintenance, disconnect the power module backup battery to prevent damage to the battery. Section f, entitled "safety checklists", provides checklists to perform routine maintenance of the equipment, including the power module and power module backup battery. Heartmate 3 patient handbook and heartmate 3 instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.